Manufacturer narrative:
The pump alarmed after the test battery installation. Then a lost sensor alarm was cleared. Rewind pump. During functional check, alarm after the test battery was removed, prior to performing the idle current measurement test. A battery out limit alarm and then an alarm also occurred after the test battery was removed, prior to performing the error alarm test.

Event description:
It was reported by an attorney via legal documents that the customer passed away in an unknown location. The cause of death was unknown but related to pump use. The notifying party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was allegedly wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.